Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during an unknown procedure. According to the complainant, during procedure, the needle dislodged. The surgeon had to replace the defective needle and finish the procedure with difficulty.